Manufacturer narrative:
Concomitant medical products: icm09b58 lead, implanted: (B)(6) 2004. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the atrial lead exhibited high thresholds and no capture. There were atrial high rate episodes on egms (electrograms) that are due to loss of atrial capture and switching to dddr mode. It was noted that the atrial lead is not optimal but the setting are as good as can be programmed. The following day the atrial lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.